Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: synthes sales representative. Investigation summary service & repair evaluation: the device was received, the customer reported the top screw was not functioning properly. The repair technician reported the alignment indicator was damaged and the pin was broken. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on 19-nov-2018 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: lot part number: 357.372; synthes lot number: 5014991; supplier lot number: n/a; release to warehouse date: 31-may-2005; expiration date: n/a; manufactured by synthes (B)(4). No ncrs were generated during production. Device history batch device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
It was reported on (B)(6) 2018, an unknown top screw of the helical blade inserter was not functioning properly, the set screw at the top that holds the device together, loosened. Procedure and patient involvement is unknown. Concomitant devices reported: helical blade inserter (part 357.372, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).